Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received no delivery alarm during priming and followed by a motor error alarm. The customer's blood glucose was 330 mg/dl at the time of incident. The customer's mother performed plunger push after changing the infusion set and the insulin did exit. The customer's mother stated that there were no delivery alarms occurred while performing manual prime after changing the infusion set. The infusion set will be replaced. Troubleshooting for the motor error alarm did not occur. The insulin pump will be returned for analysis.